Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h6; h11. Upon receipt of additional information, this device was determined to be not reportable. It was reported that the patient underwent a poly swap procedure due to infection greater than ninety (90) days post-implantation. The previously reported device was not revised and remains implanted. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. It was reported that the patient underwent a poly swap procedure due to infection greater than ninety (90) days post-implantation. The previously reported device was not revised and remains implanted. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection.

Manufacturer narrative:
(B)(4). D10: medical product: unknown articular surface: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. G2: foreign: australia. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately eleven (11) months post-implantation, the patient underwent revision surgery for unknown complications. Due diligence is in progress for this event; to date no additional information has been provided.